Manufacturer narrative:
Customer's meter has been requested back for investigation and a supplemental report will be sent once new information is obtained. Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010.

Event description:
In using an affected test strip related to an on-going field action for abbotts precision family test strips, the customer reported either longer blood fill time or readings issues. Specifically, the customer reported receiving low readings of 97mg/dl, 84mg/dl, 86mg/dl and 63mg/dl obtained on different dates and times. The customer then reported as a result of the low readings they experienced "hyperglycemic episodes and symptoms as numbness, tingling, and burning" and subsequently lost consciousness and had a seizure. It is unknown when these medical events occurred as the customer stated they happened "over the last few months". Customer reportedly was seen by a doctor and treated with glucose tablets. No diagnosis or additional information was provided. There was no report of death or permanent impairment associated with this report.